Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the implantable pulse generator (ipg), which was under an advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, had been programmed to a ventricular-only pacing mode (vvi) since implant. The physician elected to reprogram the pacing mode to a dual-chamber mode (ddd) and then the patient experienced a "bottoming out" where the patient's "body could not handle it and the function of the heart was going down." The device remained programmed to ddd for about four days and then was reprogrammed back to vvi mode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician that there was no ipg malfunction, rather the pediatric patient could not tolerate the rapid heart rates that resulted from ddd mode. The decreased heart function was due to the patient's maternal autoimmune disease.